Event description:
It was initially reported that the device displayed all three (attention, charge-pak and wrench) icons; however would power on. The device had an expired charge-pak in it and the customer indicated the wrench icon had been present since 2008. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be due to corrosion on the contacts of cable-mounted plug connector, designator p201, on the switch flex assembly. This depleted one of the cells of the internal hlc battery. The customer was provided with a replacement device.